Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016.

Event description:
Additional information from the patient reported that on (B)(6) 2016, the hcp determined that the right ins was not working at all and that something had gone wrong. They reprogrammed the left side ins and they went to surgery on the (B)(6) 2016 and the hcp "completely did the stage 1 and 2". They stated that they took all the leads of the right side ins and put new lead and new battery in. They had 5 leads in and the hcp did not know the capacity of the leads. The patient stated that the surgery was the hardest surgery to recover from. Within two weeks, they usually are okay, but had a hard time getting over surgery and the pain. Now, the patient stated they are having a lot of pain and they want to know if they can in and get an epidural to rule out the pain issue as not being caused by the device. They wanted to know if it would be ok to do a new myelogram and CT to makes sure they are going into the right spot when doing the epidural since the hcp replaced the device. They confirmed that the back pain was a device issue because they found out their right side implant was not working at all. They stated that the back problems had not been resolved completely because they still had pain. It was noted that the patient was frustrated. Please see regulatory report 3004209178-2016-24407.

Manufacturer narrative:
Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Medications: albuterol sulfate, azelastine hci, benzonatate 200mg oral capsule, budesonide .5mg/2ml inhalation suspension, citalopram hydrobromide 20 mg oral tablet, clonazepam .5mg oral tablet, codeine-guaifenesin syrp, fluticasone propionate 50 mcg/act nasal suspension, lubiprostone, multivitamins tabs, mupirocin 2% external ointment, pantoprazole sodium 40 mg oral tablet delayed release, promethazine hci 25mg oral tablet, spironolactone 25mg oral tablet, spironolactone 25mg oral tablet, sumatriptan succinate 100mg oral tablet, trazodone hci 100mg oral tablet, and zolpidem tartrate ER 12.5mg oral tablet extended release.

Event description:
It was reported that patient went into her doctor because she has a lot of problems with lower back pain and patient thinks she has a couple of herniated discs or whatever. The patient was not sure if the back pain was unrelated to the interstim. The patient stated she had the interstim implanted to deal with urgency and frequency because she used to retain urine really bad however the doctor also said it could help with her pain. The patient reported her pain has been really increasing and she has an appointment on (B)(6) with her managing hcp. The patient stated her pain has been increasing since when she had a battery replacement procedure in 2013. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information provided by the healthcare provider (hcp) reported the patient feels that in the past bilateral interstim improved their symptoms of urgency/frequency and sexual arousal/desires and they are no longer working to improve their symptoms. They increased their interstim settings bilaterally to the max setting without symptom improvement. They stated that their vaginal area felt "numb". It was noted that their primary hcp recently changed their antidepressant to citalopram. The patient was tearful at the clinic. They stated that they had been seeing a pain specialist doctor but wanted to make sure the interstim was not the cause of the back pain. They also wanted to know if spinal injections will cause problems with their interstim. While at the hcp office the patient did not have a fever, chills, headache, abdominal pain, nausea/vomiting, or heartburn. Vitals recorded on (B)(6) 2016 were systolic: 153, diastolic: 84, temperature 98.2f and heart rate 115. They never smoked and do not use alcohol. Poc urinalysis was taken and the following tests were listed as negative results: leukocytes, ua nitrite, ua protein, us blood, ua ketones, ua bili, ua glucose. Ua spec gray was 1.010, ua ph was 5.5 and ua urobilinogen was .2. Physical exam results were listed as normal with the note that the patient was anxious. The hcp attempted reprogramming without success. Urinary urgency and lower back pain were assessed. They will schedule an x-ray of the sacrum/coccyx to check bilateral interstim device placement and follow up with the patient with results. The hcp noted they plan to contact a manufacturing representative (rep) for consultation. The patient was counseled and was to continue to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.